Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Pfs and medical records received. It should be noted these records were received through an exciting complaint and pfs. Formal litigation hasn't been filed yet, so this complaint isn't legal. Pfs alleges pain, trouble standing, walking, balancing and mobility problems, and metal poisoning. Part/lot information provided. Update 2/24/16 medical records received. Medical records reviewed for MDR reportability. Patient was noted to have thigh tightness and leg weakness. Cobalt lab was less than 7 parts per billion and stem will not be reported at this time. No record or report of revision surgery. MDR decision was reversed from no to yes related to formal litigation being filed. The complaint was updated on: mar 10, 2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update 11/15/2016 - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain and soreness, trouble standing, balancing, and walking, and metal poisoning. Since the lab result for cobalt metal ion levels is less than 7 ppb, the stem is not being added to the complaint. Review of the medical records provided no new additional information.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.